Manufacturer narrative:
Maude report # mw5092342. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was explanted due to eri and no issue was noted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.